Event description:
The customer contact reported nondelivery. At 1843, the pump was programmed to deliver 5% dextrose and .225% sodium chloride, at an unspecified kvo (keep vein open) rate, for a duration of 2 hours, via a plumset soluset. No further programming parameters were provided. It was reported that after the soluset was filled with an unspecified volume of solution, the tubing was clamped proximal to the soluset. After two hours, the device alarmed that the delivery was complete. At this time, it was reported that the device display incremented that the volume infused; however, the nurse noted that the volume of solution in the soluset appeared to have not decreased. The tubing set was replaced and the therapy was resumed using the same pump. It was reported that two hours later, the device alarmed that the delivery was complete. At this time, it was again reported that the device display incremented that the volume infused; however, the nurse noted that the volume of solution in the soluset appeared to have not decreased. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.